Event description:
The patient has 2 leads (from the same lot) implanted asd part of her scs system. It was reported the patient's right lead is crossing over on the left side. As a result, the patient only feels stimulation in her leg. However, the patient's pain pattern is in her back. Reprogramming was unable to resolve the issue. It is unknown if the leads have migrated. Surgical intervention may take place at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.